Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup on the unicel dxc 800 synchron system (dxc 800) was flooding. Customer reported that the dxc 800 gave a sample probe obstruction error on the modular chemistry side. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleared the obstructions in the sample probe and the electrolyte injector cup. The fse also performed routine preventive maintenance.

Manufacturer narrative:
(B)(4).